Event description:
It was reported that the user performed a factory reset and setup of a new ilet pump when switching from u-100 to u-200 insulin, after which insulin delivery was resumed; the user experienced hyperglycemia following a meal announcement that underestimated carbohydrate intake, and there were no device alerts or alarms reported. Symptoms included none reported. Outcomes included resolution of elevated glucose after reconnecting to the pump and continued insulin delivery without need for assistance or medical intervention. Investigation included customer support troubleshooting and user education on pump setup, insulin concentration change, and accurate meal announcements. Investigation of this case revealed no device malfunction and suggested user-related factors, including incorrect meal size announcement and transition to a different insulin concentration, as contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with meal estimation, with device function within specification.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.